Event description:
Device report from the united kingdom, reports an event as follows: it was reported, that on (B)(6) 2023. The patient underwent revision surgery as a result of metal work failure. The set screws had popped off the rod. Intraoperatively, the surgeon removed all old set screws and replaced them with new ones. The set screws were then to be tightened using the torque handle tightener. Upon use of the instrument, it was found that it required more turns that normal to ¿tighten¿ the set screws, even though the instrument passed the ¿initial audible click¿ for confirmation of torque. Due to this, a second tightener was opened from a different tray to see the difference. It was then discovered, through the use of the second torque handle, that the set screws had still not been tightened. Even with the extra tightening. And the audible clicking the first time around. This report is for a viper 2 system final tightener handle, torque limiting. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined, that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.